Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter was displaying inaccurately high results when compared to a back up meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue had been recurring for the 'last couple of months' prior to contacting lfs. The patient reported on (B)(6) 2013 between 7:30-7:45 (unknown time of day) she obtained a reading of 'above 600mg/dl' and a reading of '415mg/dl' on her back up freestyle meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl. The patient reported using no diabetes medications to manage her diabetes. The patient reported on the day of the alleged issue, she did not make any changes to her usual diabetes management routine. The patient reported 1 hour after the alleged issue occurred, she developed symptoms of 'couldn't think straight, and could feel me drop' which she associated with low blood glucose. The patient reported at an unknown time, she treated herself with something to eat or drink. At the time of troubleshooting, the cca noted the patient was using an approved sample site for testing. The patient was found to be using the correct testing steps and his test strips and test strips vial were in good condition. A control solution test was not run due to the patient not having any control solution available at the time of the call. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue, she made no changes to her usual routine and developed symptoms suggestive of hypoglycemia, requiring self treatment.